Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the ok keypad button was intermittently unresponsive and required multiple presses to elicit a response. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact; no damage was observed. During investigation, the contrast keypad button was found to be intermittently responsive and the keypad was worn, which have no effect on insulin delivery. The up arrow, down arrow and ok keypad buttons responded appropriately. The original complaint of the ok button's intermittent response was not duplicated during testing. There was evidence of contamination found under all keypad contacts. There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.